Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
The customer reported that during preventive maintenance testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.